Event description:
It was reported that during the use of the product (an extension tube), a "high pressure, upstream occlusion" alarm went off. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Three pictures were attached for evaluation and it can be observed an extension product which present a reduction in one of the joins between the tube and filter. Visual inspection: an occlusion was detected in the bonding between a tube and filter; thus the failure mode reported is confirmed. Based on the tests results, it is concluded that the failure could be reproduce in two ways: 1.when the excess of solvent is not cleaned before to assembly the tube with the component. 2.when the tube is introduced two times in the solvent dispenser (procedure is not followed). The cause of the reported problem was traced to the manufacturing process. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.